Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device was received with scratched display window.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 327mg/dl. Troubleshooting was performed, and the customer was not able to determine if the drive support cap loose, flush or protruded. The mother stated that the insulin pump alarmed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.